Event description:
It was reported that the arctic sun device was booting to a system failed to start message. The device was coming in for a possible control panel replacement. Per sample evaluation results received on 19apr2023, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. It was stated that the replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. Per sample evaluation results received on 01may2023, it was stated that the circulation pump motor had broken motor screw studs. It was also stated that the card cage processor was replaced with as a courtesy due to a failure after the electrical safety test was performed.

Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. DHR is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was booting to a system failed to start message. The device was coming in for a possible control panel replacement. Per sample evaluation results received on 19apr2023, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. It was stated that the replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. Per sample evaluation results received on 01may2023, it was stated that the circulation pump motor had broken motor screw studs. It was also stated that the card cage processor was replaced with as a courtesy due to a failure after the electrical safety test was performed.